Event description:
Philips received a complaint from a biomedical technician regarding a philips v60 ventilator that generated error code 1104 ¿ post backup audible failed (backup alarm failure). It was reported that no patient was involved at the time the issue was identified. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. The biomedical technician stated that the expected behavior was normal device operation; however, the ventilator displayed the error, and system functionality was restricted, preventing use. During troubleshooting, error code 1104 was confirmed in the event log. The customer also reported that the motor controller (mc) board and power management (pm) board had been replaced within the previous few months. As part of the troubleshooting process, the customer requested information regarding replacement of the central processing unit (cpu) printed circuit board assembly (pcba), and philips provided the part number and pricing for the replacement cpu assembly along with guidance regarding the replacement procedure. The customer subsequently replaced the cpu pcba to address the backup alarm failure. Following the replacement, the customer required assistance with device configuration using tera term. Remote technical support advised the customer to download the appropriate drivers and provided instructions to reprogram the device serial number, enter the power-on hours, and apply the required encryption codes for the new cpu board. The customer later confirmed that tera term was successfully configured and the programming process was completed, and that the device configuration had been finalized. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened for further evaluation.